Manufacturer narrative:
The meter was requested for an investigation. A replacement meter was provided to the patient. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: quick (q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or q. The investigation is ongoing.

Event description:
There was an allegation that the coaguchek xs meter was displaying inr results from the meter's memory while performing a test. It was reported that approximately one week ago the meter displayed results from the meter memory after dosing the test strip. Reportedly the memory result was not reported. Prior to calling roche, the patient allegedly cleared the meter memory. A display test was performed and it was reported the display was complete. It was reported the meter powered on with the incorrect time and date, a flashing strip icon, and the units were in seconds and not inr. The meter's time, date, and units of measurement were properly set up. It was reported the patient did not report any results in the incorrect unit of measurement. Reportedly the patient had no concerns with the accuracy of the meter. The patient attempted to perform a meter test and obtained a result of 2.3 inr. It was reported the results field was bold and complete. Allegedly the meter was powered off and on, the meter's memory was checked and the result of 2.3 inr was in the meter's memory. It was reported the meter's display is working properly. The test strip lot number and expiration date were requested but not provided.

Manufacturer narrative:
The patient's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the meter operated as intended and the results were displayed correctly. The displayed result was the current result and not a memory result. The customer alleged that the meter displays a memory result instead of a testing result. Product labeling states: "memory: storing test results in memory - the coaguchek xs meter automatically stores up to 300 test results and their dates and times in its memory. Note: all test results remain in memory even when the meter is without batteries. Reviewing stored test results you can review stored test results even when the meter¿s battery power is low. To review results in memory: 1. Access the memory press the m button. The meter turns on, if it is not already on, and goes to memory mode. 2. View most recent result the most recent test result appears. The letters mem indicate that you are viewing a result in memory. The time and date of the test also appear. If there are no results in memory, a 0 appears in the display¿s top-right corner. 3. View earlier results to view earlier results, press the m button again. After you have viewed all the results in the memory, 3 dashes appear." The investigation did not identify a product problem.